Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The event log files were reviewed for this event. The investigation found log reviews cannot determine a single root cause that led to the mcl being cut during operation. There was minor movement of both the leg and robot during operation. Any large leg movement will require a rapid adjustment by the robotic-assisted device and can potentially introduce inaccuracy. No single root cause could be established. Most probable, but undeterminable causes are incomplete retractor placement, minor movement of the leg and robot, and mechanical boundaries of the saw blade controlled by the user. There were no defects found with the system and software. The assignable root cause could not be determined since no problem was found.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10, concomitant medical devices and therapy dates, base station device, (B)(6) 2024. UDI: (B)(4).

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device the medical cruciate ligament was unintentionally cut. It was reported that revision componentry was required. The ligament was repaired and implanted components looked good. It was reported by the surgeon that the retractors should have been placed better. It was reported that the device was being used with a robotic assisted base station device. There were no delays in the procedure reported. There was patient involvement. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.